Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited oversensing and loss of capture following an open heart surgery. There was no pacing inhibition and no asystole. It was determined that the atrial lead had dislodged as a result of the open heart surgery. An invasive procedure was performed to surgically abandon the ra lead. No adverse patient effects were reported.